Manufacturer narrative:
(B)(4). Final analysis found that the distal insulation was damaged at 36 cm from the tip causing a short circuit.

Event description:
It was reported that the one post implant the lead exhibited loss of capture and exit block was noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.